Event description:
It was reported that a customer experienced an issue with a pump screen that remained frozen. There was no reported adverse impact on the customer's blood glucose level. The pump was returned for inspection, and it was noted that while the pump could start, charge, and connect to a computer but the screen remained black and unresponsive. A replacement pump with a new serial number was expected to be sent to the customer.